Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter was explanted due to urethral atrophy at the cuff site resulting in recurrent incontinence for the patient. No patient complications were reported.